Manufacturer narrative:
Device eval: the device has not been received for eval. A review of the device history record did not reveal any exception documents. A f/u report will be submitted when the eval has been completed. Eval method: the device history record was reviewed. Conclusions: a f/u report will be submitted when the eval has been completed.

Event description:
The rotator on the hemostasis valve broke under pressure. No harm or injury was reported.